Event description:
The ellman surgitron was used during routine upper and lower lid blepharoplasty when it malfunctioned creating a full thickness corneal laceration. The cornea was sewed up after the event in the office and referred to a corneal specialist for continuing care. The injury to the cornea occurred approximately 1 cm. From the surgical site. That patient is greatly debilitated and may need a corneal transplant.